Event description:
Inbound. Patient reported veletri cassette caused both pumps to alarm no disposable, on monday morning, after cassette had been infusing for 12 hours and thursday evening after 2 hours. Current lot number in home 4129994. Cadd legacy pump serial number to exchange is (B)(4). Pt is also on adempas and ambrisentan. No further details provided.